Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the conquest pta balloon dilatation catheter products that are cleared in the us. The pro code and 510 k number for the conquest pta balloon dilatation catheter products are identified. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter was returned for evaluation. Peeled pebax, frayed fibers were noted on the returned device. No other specific anomalies were noted during the visual evaluation. On functional testing, the balloon was inflated with the in-house presto inflation device and water was leaking from the balloon. The balloon fibers where stripped and under microscopic examination a longitudinal rupture was noted. No further testing was performed. Therefore, the investigation was confirmed for the reported inflation issue and identified balloon rupture as water was leaking from the longitudinal balloon rupture during inflating the balloon. The investigation was also confirmed for identified peeled pebax, frayed fibers as it was able to observe on the retuned device for evaluation. During the microscopic observation, longitudinal rupture was identified which may lead to a reported inflation issue. However definitive root cause for the reported inflation issue and identified balloon rupture, identified peeled pebax, frayed fibers could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 09/2024).

Event description:
It was reported that during an angioplasty procedure via a radial artery, the pta balloon allegedly failed to inflate at 10 atm. It was further reported that another device was used to complete the procedure. There was no reported patient injury.